Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that catheter was placed in march, and replaced on 6/4 as the drip was not working and it was deemed difficult to administer. The cause is unknown. The catheter was placed in the vein of the upper arm, and they asked that an investigation be conducted to check for pinholes from the catheter. The catheter was disconnected and not torn or detached from the body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult infusion is inconclusive because the problem could not be replicated. One 3 fr s/l powerpicc sv was returned for evaluation. An initial visual observation of the returned catheter showed use residues throughout the returned device. The catheter was returned broken into two pieces at the 17 cm depth marker. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed the proximal end of the catheter was patent to infusion. A functional test of attempting to infuse water into the distal portion of the returned catheter using a 3 fr connector and a 12 ml syringe revealed the distal portion of the catheter was patent to infusion. Microscopic inspection of the returned catheter revealed a faint catheter kink just proximal to the 30 cm depth marker suggesting the catheter may have kinked during insertion or use of the device causing difficult infusion. The complaint of difficult infusion is inconclusive at this time because evidence of the failure could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.